Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing: this showed the device gave the "no disposable" alarm during safety testing. The device issue was determined caused by the disposable block.

Event description:
It was reported the device was giving a "no disposable" alarm. No patient involvement.